Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: -no defects or other abnormalities are detected. Permeability test: the test showed that the progav 2.0 is permeable. Computer control test: the computer controlled test has shown the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position, to be 18.21 cmh2o. This is within the specified tolerance of 20 cmh2o ± 3 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, no deposits were found in progav 2.0. Results: based on our investigation, we are not able to substantiate the claim of "blockage". At the time of the investigation, it is not clear to us how the mentioned functional impairment occurred. The valve showed no deviations of the specifications during the test. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that there was a problem with a progav 2.0 valve. The surgeon suspected a dysfunction/blockage of the valve. Patient informations: (B)(6).